Manufacturer narrative:
Device received with button error alarm and had unresponsive bolus express and esc buttons due to moisture damage keypad traces. Device had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump started vibrating after a battery change. Customer's blood glucose was 164 mg/dl. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.